Event description:
It was reported the patient presented to the emergency room in a vf storm (ventricular fibrilation storm). In an attempt to rescue the patient, the device delivered approximately 204 appropriate therapies. As the device was not able to rescue to the patient, the physician administered amiodorone via an intravenous drip. The amiodorone was able to stop the patient's vf storm, returning the patient's electrical rhythm to a normal state. Regrettably, the physician was unable to restore the patient's blood pressure, even after administering CPR. Ultimately, the patient expired. Post-mortem review of the device memory revealed a sudden increase in impedance which began on (B)(6) 2010. The impedance was stable at 380 ohms on prior to that date. The device electrogram (egm) also revealed noise on the rv lead. It is unknown if the device was explanted post-mortem.

Event description:
It was reported the patient presented to the emergency room in a vf storm (ventricular fibrillation storm). In an attempt to rescue the patient, the device delivered approximately 204 appropriate therapies. As the device was not able to rescue to the patient, the physician administered amiodorone via an intravenous drip. The amiodorone was able to stop the patient's vf storm, returning the patient's electrical rhythm to a normal state. Regrettably, the physician was unable to restore the patient's blood pressure, even after administering CPR. Ultimately, the patient expired. Post-mortem review of the device memory revealed a sudden increase in impedance which began on (B)(6) 2010. The impedance was stable at 380 ohms on prior to that date. The device electrogram (egm) also revealed noise on the rv lead. It is unknown if the device was explanted post-mortem.

Manufacturer narrative:
Event occurred outside us. Model number is not approved for distribution in united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. If additional relevant information is received, supplemental report will be submitted. Evaluation summary (B)(4) actual device not received for evaluation, but performance data collected from device was analyzed. High voltage impedance value was 40 - 60 ohm range until (B)(6) 2010 when it rose to 254 ohms and remained at that level. The ventricular pace impedance measurement was in the 300 - 400 ohm range until (B)(6) 2010 when it began to rise. Value rose quickly on (B)(6) 2010 to a value of 4047 ohms and remained at this level. Lifetime ventricular sensing integrity counter is 42529 and all values occurred since (B)(6) 2010. A high value of this count can indicate possible intermittency in system. Device later returned to manufacturer. (B)(4) battery depletion-normal. (B)(4) no anomalies found,several conductors blood/body fluid(not obstructed), outer insulation cosmetic and breached cut, outer tubing overlay breached cut, blood in/on helix/lobe mechanism (sleeve head), tip seal observation, apparent explant damage. Full lead returned and analyzed. Follow up revealed patient not pacemaker dependant and last date of ep visit was (B)(6) 2010. There are no allegations of device/ lead in the cause of death. Cause of death was heart failure following an electrical storm. Device not turned off prior to explant and so device interrogation revealed only noise.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There is no allegation from a healthcare professional that the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Evaluation summary (B)(4) the actual device was not received for evaluation, but performance data collected from the device was analyzed. The high voltage impedance value was 40 - 60 ohm range until (B)(6) 2010 when it rose to 254 ohms and remained at that level. The ventricular pace impedance measurement was in the 300 - 400 ohm range until (B)(6) 2010 when it began to rise. This value rose quickly on (B)(6) 2010 to a value of 4047 ohms and remained at this level. The lifetime ventricular sensing integrity counter is 42529 and all values occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. Follow up revealed the patient was not pacemaker dependant and last date of ep visit was (B)(6) 2010. There are no allegations of device/ lead in the cause of death. Cause of death was heart failure following an electrical storm. Device was not turned off prior to explant and so, device interrogation revealed only noise.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There is no allegation from a healthcare professional that the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data collected from the device was analyzed. The high voltage impedance value was 40 - 60 ohm range until (B) (6) 2010 when it rose to 254 ohms and remained at that level. The ventricular pace impedance measurement was in the 300 - 400 ohm range until (B) (6) 2010 when it began to rise. This value rose quickly on (B) (6) 2010 to a value of 4047 ohms and remained at this level. The lifetime ventricular sensing integrity counter is 42529 and all values occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.

Manufacturer narrative:
This event occurred outside us. This model number is not approved for distribution in united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, supplemental report will be submitted. Patient information not generally available due to confidentiality concerns. No allegation from a healthcare professional that death device related; cause of death has been requested and not been received. Evaluation summary (B)(6) actual device not received for evaluation, but performance data collected from device was analyzed. High voltage impedance value was 40 - 60 ohm range until (B)(6) 2010 when it rose to 254 ohms and remained at that level. The ventricular pace impedance measurement was in the 300 - 400 ohm range until (B)(6) 2010 when it began to rise. Value rose quickly on (B)(6) 2010 to a value of 4047 ohms and remained at this level. Lifetime ventricular sensing integrity counter is 42529 and all values occurred since (B)(6) 2010. A high value of this count can indicate possible intermittency in system. Device later returned to manufacturer. (B)(4) battery depletion-normal. Analysis of the lead is in process; the results will be forwarded when available. Follow up revealed patient not pacemaker dependant and last date of ep visit was (B)(6) 2010. There are no allegations of device/ lead in the cause of death. Cause of death was heart failure following an electrical storm. Device was not turned off prior to explant and so device interrogation revealed only noise.

Event description:
It was reported the patient presented to the emergency room in an vf storm (ventricular fibrilation storm). In an attempt to rescue the patient, the device delivered approximately 204 appropriate therapies. As the device was not able to rescue to the patient, the physician administered amiodorone via an intravenous drip. The amiodorone was able to stop the patient's vf storm, returning the patient's electrical rhythm to a normal state. The physician was unable to restore the patient's blood pressure, even after administering CPR and the patient died. Post-mortem review of the device memory revealed a sudden increase in impedance which began on (B) (6) 2010. The impedance was stable at 380 ohms prior to that date. The device electrogram (egm) also revealed noise on the rv lead. It is unknown if the device was explanted post-mortem.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. There is no allegation from a healthcare professional that the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem.

Event description:
(B) (4)